Event description:
Reporter of product complaint: pt. Summary of product complaint: attempted to use autoject device and it would not inject. Date of occurrence: unk. Was the product taken / administered? Was able to use third prefilled syringe to get dose. Can MFR call pt for f/u? Es. Can MFR arrange for product for pickup? Yes. Provider name: (B)(6) md. Reported to (B)(6) by pt/caregiver.